Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The square nut on the pelvic array clamp has broken off and completely detached from the pelvic array clamp. Tha case.

Event description:
The square nut on the pelvic array clamp has broken off and completely detached from the pelvic array clamp. Tha case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the clamp broke during the tha case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: review of the product history records indicate total of 30 devices were manufactured under lot no 201543010701 and 15 accepted into final stock on 02/16/2015 and 15 accepted into final stock on 04/01/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112390, lot number 201543010701 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.